Event description:
It was reported that during a lap lobectomy, the staples were malformed at the 3rd firing when the device loading the ecr60g was fired without reinforcement material. The shapes of the staples were lumbricoid and the target tissue was not stapled. The target tissue was regular. There was no unexpected noise or resistance at the time of firing. The device could be fired without any difficulties at the previous firings (1st and 2nd) with neoveil (tube type). Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
T(B)(4). The analysis found that one device was returned in good visual condition and with one cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.